Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging inaccurate delivery on the insulin pump. The reporter indicated a blood glucose reading of 21.1 mmol/l with extreme thirst associated with the issue; this reported blood glucose does not meet animas criteria for an adverse event. The pump was reviewed with the reporter and found that the pump settings were correct, the basal history matched the active basal program and was correctly reflected in the total daily dose, the bolus history showed all boluses delivered as programmed and the boluses were reflected in the total daily dose. During troubleshooting, the reporter confirmed successfully delivering a one unit air bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting.